Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation') in an adult female patient who had essure (ess205) (batch no. 626907) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma and obesity. On (B)(6) 2007, the patient had essure (ess205) inserted. In 2009, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), hypersensitivity ("hypersensitivity") and pelvic pain ("pain"). The patient was treated with surgery (she had hysterectomy (full) and salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the uterine perforation, hypersensitivity and pelvic pain outcome was unknown and the menorrhagia, vaginal haemorrhage and dysmenorrhoea had resolved. The reporter considered dysmenorrhoea, hypersensitivity, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted for essure insertion date: (B)(6) 2007 & (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34 kg/sqm. Hysterosalpingogram - in december 2008: total bilateral occlusion. Lot number: 626907 manufacturing date: (B)(6) 2008. Expiration date: (B)(6) 2010. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation') in an adult female patient who had essure (ess205) (batch no. 626907) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma and obesity. On (B)(6)2007, the patient had essure (ess205) inserted. In 2009, the patient experienced menorrhagia ("menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), hypersensitivity ("hypersensitivity") and pelvic pain ("pain"). The patient was treated with surgery (she had hysterectomy (full) and salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6)2017. At the time of the report, the uterine perforation, hypersensitivity and pelvic pain outcome was unknown and the menorrhagia, vaginal haemorrhage and dysmenorrhoea had resolved. The reporter considered dysmenorrhoea, hypersensitivity, menorrhagia, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure (ess205). The reporter commented: discrepancy noted for essure insertion date:- (B)(6)2007 & (B)(6)2008. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34 kg/sqm. Hysterosalpingogram - in (B)(6)2008: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 28-feb-2020: pfs received reporter information, lot no was added. New event added vaginal bleeding, pain, dysmenorrhea (cramping) and event outcome added severity added pelvic pain and lab test was added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation') and heavy menstrual bleeding ('menorrhagia (heavy menstrual bleeding)/ abnormal bleeding (menorrhagia)') in an adult female patient who had essure (batch no. 626907) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included asthma, obesity and d & c. Concomitant products included salbutamol (albuterol). On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2009, the patient experienced heavy menstrual bleeding (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2009, the patient experienced pelvic pain ("pain"). On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required) and hypersensitivity ("hypersensitivity"). The patient was treated with surgery (novasure ablation/d and c hysteroscopy with novasure ablation. And she had hysterectomy (full) and salpingectomy (bilateral)). Essure was removed on (B)(6) 2017. At the time of the report, the uterine perforation, hypersensitivity and pelvic pain outcome was unknown and the heavy menstrual bleeding, vaginal haemorrhage and dysmenorrhoea had resolved. The reporter considered dysmenorrhoea, heavy menstrual bleeding, hypersensitivity, pelvic pain, uterine perforation and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted for essure insertion date:- (B)(6) 2007 & (B)(6) 2008. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 34 kg/sqm. Hysterosalpingogram - in (B)(6) 2008: total bilateral occlusion. Lot number: 626907 manufacturing date: 2008-04, expiration date: 2010-03. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records:menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2021: pif received: essure insertion date updated and product code changed from 205 to 305. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of uterine perforation ('perforation') in an adult female patient who had essure (ess205) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2007, the patient had essure (ess205) inserted. On an unknown date, the patient experienced uterine perforation (seriousness criteria medically significant and intervention required), menorrhagia ("menorrhagia (heavy menstrual bleeding)") and hypersensitivity ("hypersensitivity"). The patient was treated with surgery (she had hysterectomy (full) and salpingectomy (bilateral)). Essure (ess205) was removed on (B)(6) 2017. At the time of the report, the uterine perforation, menorrhagia and hypersensitivity outcome was unknown. The reporter considered hypersensitivity, menorrhagia and uterine perforation to be related to essure (ess205). The reporter commented: discrepancy noted for essure insertion date: (B)(6) 2007 & (B)(6) 2008. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 06-sep-2019: reporter details updated and patient demographics. Updated essure indication. On (B)(6) 2017, she explanted essure. Injury event was updated to menorrhagia (heavy menstrual bleeding), allergy: hypersensitivity& uterine perforation. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformance data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.